Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger indicator light keeps flashing green rapidly up and down. Additionally, the power will not turn on. A reset by holding down the power button was attempted, but the rapid flashing continued. The device was placed on the dock station to check its status, but there was no change. Pressing the power button again also showed no improvement. No patient complications were reported as a result of this event.